Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The ICD could not be interrogated with an engineering-level programmer; therefore, a download of the device's memory could not be performed. External visual inspection noted both an arc mark on the outer device casing and a darkened area/potential burn marks around the antenna feed-through wire where it enters into the titanium case. Further inspection noted the header was firmly seated upon the device case, and the medical adhesive bond between the header and casing was intact. X-rays of the ICD revealed that the high voltage plasma fuse, which connects the capacitor to the charge circuit, was activated. In addition, the flex circuit, which powers the beeper and resistor functions, also sustained significant damage. The titanium case was removed to conduct detailed physical analysis of the device interior. Initial battery measurements revealed a significantly depleted battery (0.178 volts). Further examination of the device's internal components confirmed activation of the high voltage plasma fuse, as well as electrical overstress damage to the flex circuit and antenna feed-through wire. Due to the extent of electrical overstress damage noted throughout the device circuitry, no further testing could be conducted. Laboratory analysis determined that the arc mark and high voltage plasma fuse activation is consistent with damage inflicted during shock delivery into a compromised defibrillation lead. Furthermore, analysis also found additional electrical overstress damage to the antenna which is consistent with external defibrillation delivered close to the device case.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead experienced a ventricular fibrillation (vf) arrest while at a football game. Emergency services tended to the patient at the stadium, delivering six external shocks and performing cardiopulmonary resuscitation (CPR). The patient was treated at the hospital with two additional shocks and finally the vf was converted. In the hospital, efforts to interrogate the device were not successful. A magnet applied to the device did not elicit beep tones. Technical services was contacted about this case. It was discussed that the device should be re-interrogated when the patient was able to have less hospital equipment present, in case electromagnetic interference (emi) was causing the interrogation difficulties. The patient remained hospitalized in the intensive care unit. Approximately three weeks later, it was reported the patient was doing well and the device was scheduled to be explanted and replaced. The rv lead remained in service with the new device. The shock configuration was changed, from triad to rv coil to can, in effort to optimize the energy used in the shock, and defibrillation threshold (dft) testing was performed. The first 41 joule shock did not convert the induced vf, but a second 41j shock delivered by the device was successful. It was discussed that x-rays showed the rv lead position may not be optimal for defibrillation thresholds, and the r-wave amplitudes were smaller than desired. However, the pacing and shocking impedances were within normal range, with slightly higher pacing threshold values. The physician did not wish to replace the rv lead at this time, due to the patient's condition. It was noted the patient was conscious and well oriented. The patient was not connected to any electrical equipment, maintained correct verbal interaction with the hospital staff, had good vital signs, and could walk correctly. After the device replacement procedure, another attempt was made to interrogate the explanted device, but it was again not successful. The device will be returned for laboratory analysis. No additional adverse patient effects were reported.